Event description:
The user alleges that they had one unit that the inflation line came off where it attaches into the pilot balloon. The tracheostomy tube was in place for approximately four months. The tracheostomy tube was replaced and there was no patient compromise. Patient also reported two similar reports, no lot number recorded and no sample saved and events were allegedly after one month placement. This home patient typically changes the tracheostomy tube every four months. The doctor has recommended a three month replacement schedule.